Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infection") in a 41-year-old female patient who had essure (batch no. 936683/959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("uterine fibroids"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with right salpingectomy - left salpingooopherectomy) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic infection, menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01. Lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic infection') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 936683/959209,859208-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, pelvic pain and vaginal haemorrhage had resolved, the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown and the menorrhagia, back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017-robotic total laparoscopic hysterectomy with left salpingo oophorectomy and right salpingectomy. On (B)(6) 2017-post surgical removal assessment -intra-abdominal abscess. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 936683; manufacturing date: 2012/01; expiration date: 2015/01. Lot number: 959209; manufacturing date: 2012/03; expiration date: 2015/03. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic infection') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 936683/959209, 859208-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, pelvic pain and vaginal haemorrhage had resolved, the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown and the menorrhagia, back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017-robotic total laparoscopic hysterectomy with left salpingo oophorectomy and right salpingectomy. (B)(6) 2017-post surgical removal assessment -intra-abdominal abscess. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01. Lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic infection') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 859208-inv,936683/959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, pelvic pain and vaginal haemorrhage had resolved, the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown and the menorrhagia, back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017-robotic total laparoscopic hysterectomy with left salpingo oophorectomy and right salpingectomy. (B)(6) 2017-post surgical removal assessment -intra-abdominal abscess. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. The lot number reported (859208) is not valid. Lot number: 936683, manufacturing date: 2012/01, expiration date: 2015/01. Lot number: 959209, manufacturing date: 2012/03, expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infection") in a 41-year-old female patient who had essure (batch no. 936683/959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). In january 2012, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("uterine fibroids"). In august 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with right salpingectomy - left salpingooopherectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and pelvic infection was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01 lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- outcome of pelvic infection updated to recovering / resolving. Concomitant drug were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic infection') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 936683/959209, 859208-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving and the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017 -robotic total laparoscopic hysterectomy with left salpingo oophorectomy and right salpingectomy. (B)(6) 2017-post surgical removal assessment -intra-abdominal abscess. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01. Lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03. Most recent follow-up information incorporated above includes: on 21-may-2019: update of information (batch is not valid). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infection") in a 41-year-old female patient who had essure (batch no. 936683/959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis. In january 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("uterine fibroids"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with right salpingectomy - left salpingooopherectomy) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic infection, menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01 lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infection") in a 37-year-old female patient who had essure (batch no. 936683/959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving and the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 936683, manufacturing date: 2012/01, expiration date: 2015/01. Lot number: 959209, manufacturing date: 2012/03, expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received- new events weight gain, abdominal pain, lower back pain were added. Outcome of abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) updated to recovering / resolving. Height, weight, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infection") in a 41-year-old female patient who had essure (batch no. 936683/959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("uterine fibroids"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with right salpingectomy - left salpingooopherectomy) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic infection, menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added reporters. Historical condition and concomitant disease. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: pelvic infection, uterine fibroids, psychological or psychiatric problems condition: depression/mental anguish and did you undergo an essure confirmation test. On (B)(6) 2017, she explanted essure. Updated onset date of events and outcome. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infection") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. 936683/959209, 859208) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving and the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017-robotic total laparoscopic hysterectomy with left salpingo oophorectomy and right salpingectomy. (B)(6) 2017-post surgical removal assessment -intra-abdominal abscess. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01. Lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03. Most recent follow-up information incorporated above includes: on 15-may-2019: mr received : lot no. Was added. New reporter contact information was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic infection') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 936683/959209,859208-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, ovarian cyst and right lower quadrant pain. Concurrent conditions included chronic cervicitis and overweight. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 20 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, pelvic pain and vaginal haemorrhage had resolved, the menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown and the menorrhagia, back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017-robotic total laparoscopic hysterectomy with left salpingo oophorectomy and right salpingectomy. (B)(6) 2017-post surgical removal assessment -intra-abdominal abscess. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01, lot number: 959209 manufacturing date: 2012/03 expiration date: 2015/03. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received.outcome updated as recovered of previous events of pain, bleeding and pelvic infection. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.